Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(4)) displayed tcm ID:04 (ce response timeout) error message was not confirmed during functional testing, but confirmed during event log review. The thermogard system did not display tcm ID:04 error message during functional testing. The possible root cause for the tcmid:04 error message could be due to defective lm-34 temperature probe, or pic-16. However, no such device malfunction was observed during the testing and the console performed as intended. During visual inspection, no physical damage observed on the returned thermogard ivtm system. During event log review, tcm ID:04 was recorded, thus confirming the reported complaint. Also, unrelated to the reported complaint, tcm ID:09 (ce temp error) was recorded. The possible root cause for tcm ID:09 error message could be due to liquid in the air trap sensor, and the facility biomed may have cleared the tcm ID:09 error by cleaning and drying the air trap sensor. Initial functional testing of the thermogard system passed without any fault or error.

Event description:
After 2 hours of ivtm therapy, the thermogard console (sn tgxp12498) displayed tcmid:04 (ce response timeout) error message on the display panel screen. The console was rebooted 4 times and was unable to clear the error message. The treatment was continued using an alternative method. No consequences or impact to the patient.